Event description:
It was reported that, during a shoulder cuff repair surgery, the tip of a footprint anchor broke while implantation. Surgery was resumed, with a back-up device, but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. There was no suture material returned with the implantation device and fractured anchor. Both the implantation device and the anchor have debris on them. The distal end of the anchor is fractured and compressed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds a footprint ultra implantation device with a damaged anchor attached, there are no sutures visible. The implantation device has debris on it. Per case details, the broken anchor did not break in the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: health effect - impact code¿.

Event description:
It was reported that, during a shoulder cuff repair surgery, the tip of a footprint anchor broke while implantation. The device broke outside the patient. Surgery was resumed, with a back-up device, after a non-significant surgical delay. No further complications were reported.